Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. The customer does have an alternate method of insulin therapy available if necessary.